Manufacturer narrative:
(B)(4). Results pending completion of evaluation.

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
(B)(4). The investigation confirmed that the pump primed and flowed per specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, it was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced withdrawal symptoms. The pump was subsequently explanted.